Event description:
Pt came to emergency room unresponsive. Physician used 5 central line kits without success. Retrieved the older central line kit and placed successfully. Problem was physician was unable to thread the catheter.